Manufacturer narrative:
This report is submitted on november 5, 2020.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device on the same date.